Event description:
The recipient reportedly experienced soreness at the implant site. The recipient was prescribed antibiotics and had internal stitches removed. The recipient's soreness has improved.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly did not have an infection. The recipient was prescribed antibiotics prophylactically. This is the final report.